Manufacturer narrative:
Appropriate troubleshooting steps were reviewed, including use of the fill function and reassessment of the helium tubing. Potential clinical factors, including patient tachycardia and frequent movement, were discussed as possible contributors. Customer was advised to call back if recurrent alarms occurred despite troubleshooting. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Response: system vents and iab deflates; alarms occur in all modes. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Complaint handling: DHR review required only under specific criteria (manufacturing defect, serious injury/death, regulatory requirements). Current status: no device malfunction; no CAPA/escalation needed; risk within profile.

Event description:
During an emergency support program call, the customer reported gas loss alarm on a cardiosave intra-aortic balloon pump (iabp). No blood or discoloration was observed in the helium tubing. No harm or injury to the patient was reported.